Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was confirmed via the log files downloaded from the returned system controller (serial number: (B)(6)); however, the alarms were not reproduced during testing. The downloaded controller event log file contained approximately 3 days of data (30jan2021 ¿ 02feb2021 per the timestamp). A backup battery fault alarm activated on 02feb2021 at 9:57:55 due to a backup battery load test failure. The alarm briefly resolved at 10:03:33 when an additional load test was being performed; however, the alarm activated again at 10:03:36 due to the load test failing. The alarm then remained active for the remainder of the log file. The backup battery failed the load tests due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. The downloaded controller periodic log file contained approximately 10.5 days of data (22jan2021 ¿ 02feb2021 per the timestamp). The log file captured an additional backup battery fault alarm on 29jan2021 at 12:28:21 due to a backup battery load test failure. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the alarm activated and resolved cannot be determined as the events were not captured. Furthermore, the conditions that caused the alarm to activate and to resolve cannot be determined. No other atypical alarms were captured in the log files. The driveline was disconnected on 02feb2021 at 13:33:59 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) has been implemented to address the issue of backup battery fault alarms due to load test failures. The system controller associated with this event was manufactured prior to the implementation of the CAPA. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 20aug2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that backup battery alarms were observed. Patient denies being hard on the system controller. It was reported that the patient kept testing the system controller until the alarm went away. System controller was exchanged on which happened (B)(6) 2021. Cause of the backup battery alarms was not identified.